Manufacturer narrative:
The product will not be returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 20 mmol/l (360 mg/dl) less than 48 hours after the pod was activated and she noticed the cannula was not properly inserted into the infusion site.